Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. The field service engineer stated that there was no issues with the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system not detected on bus. This malfunction occurred during the user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.